Manufacturer narrative:
B2: corrected date of death based on new information. D6b: corrected explant date based on new information. H6: updated codes based on the results of the investigation. H11: updated based on additional information and the results of the investigation. Additional information ·the reason for replacing the cp was to change devices in order to strengthen support and with a view to long-term success. ·the patient passed away on the same day after removal. . When the pump stop alarm sounded and the doctor entered the room, he discovered that the tape securing the device had come off and the cord was tangled around the patient's leg. The pump had come loose by several centimeters, and its position was adjusted under ultrasound guidance. The patient was restless, and it is possible that the pump had shifted position due to movement. The timeline of the shift in position due to the patient's movement and the pump stoppage is unknown investigation summary the device was returned for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pump stop: it was reported that the pump suddenly stopped and did not restart. The lt logs confirmed impella stopped alarms and show stable motor current with purge values stable but with periodic pulsatility. Suddenly there was alarm #115 impella stopped alarm with no motor current spike but with a drop in placement signal to about 30mmhg. Logs showed failed restart attempts with an eventual motor current high pump stop on a restart attempt about 10 minutes later with placement signal going out of range. The returned product was inspected and there were minor kinks along the catheter. The pump stop reproduced in the lab. The pump was electrical tested and there were open lines on all 3 motor cable lines. The pump was evaluated for the source of the open lines and and all 3 cables were found to be stretched/necked as a result of tensile force aligning with clinical detail of patient cable being wrapped around patient's leg and possibility of patient pulling cable. The cause of the pump stop was determined to be due to an electrical open issue likely as a result of unintended use error. Device history the pump passed all post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in d3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated clinical rationale: an impella 5.5 device was inserted into the right subclavian artery in a 62-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), from an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci). The impella 5.5 was inserted for escalation of therapy from an impella cp device, in order to strengthen support and with a view to long-term success. While the patient was in the intensive care unit (ICU), the pump stop alarm sounded and the physician entered the room. He discovered that the tape securing the device had come off and the cord was tangled around the patient's leg. The pump had come loose by several centimeters, and its position was adjusted under ultrasound guidance. The patient was restless, and it is possible that the pump had shifted position due to movement. The timeline of the shift in position due to the patient's movement and the pump stoppage is unknown. The impella was removed, and an intra-aortic balloon pump (iabp) was inserted; however, due to a do-not-attempt-resuscitation (dnar), the patient expired several hours later. The death could be attributed to the sudden pump stop on a patient who was highly dependent on the impella 5.5 for circulation, combined with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage e shock.

Event description:
An impella 5.5 device was inserted into the right subclavian artery in a 62-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), from an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci). The impella 5.5 was inserted for escalation of therapy from an impella cp device. While the patient was in the intensive care unit (ICU), the pump stopped suddenly and would not restart, so it was removed. An intra-aortic balloon pump (iabp) was inserted; however, the patient expired several hours later. The death could be attributed to the sudden pump start on a patient who was highly dependent on the impella 5.5 for circulation, combined with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage e shock.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial report in error.